Manufacturer narrative:
H11: three (3) actual devices were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and leaks were identified from the administration spike port bonding area for all samples. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01), lot number (10), and expiration date (17). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the access port. The leak was observed while during compounding filling prior to patient use. There was no patient involvement. No additional information is available.